Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. Customer declined to provide further information or troubleshoot with tandem technical support.